Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle of the insertion section was slightly rusted, interrupted and weakened due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited slightly rusted, interrupted and weakened light guide bundle of the insertion section and failed component of the light guide bundle. There was no patient involvement.